Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, device replacement may take place later.

Manufacturer narrative:
Event description has been updated to reflect the correct event details. (Corrected data): the issue was unintendedly reported under field safety correction action (correction number 1627487/09/12/2017/001-c). This issue is not related to field safety correction action. Section has been updated accordingly.

Event description:
It was reported the patient received a replace generator message on patient controller. It is unknown if the ipg is exhibiting normal battery depletion. Surgical intervention may take place at a later date to address the issue.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. Therapy has been restored.